Manufacturer narrative:
Corrected: section b1: this information was updated as it was omitted at the initial submission. Section d4: this information was updated as it was omitted at the initial submission. Section h4: this information was updated as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product: n/a -as the complaint cannot be replicated,and there were no nonconformities identified. Returned sample: the returned implant was visually inspected and verified to be hahn tapered implant ø3.5x 13 mmimplant using the radiographic template. No defect or non-conformity was observed. There was a cover screw present as well. Root cause: although the root cause for the failed implant complaintis inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was toosoft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported the patient had implant failure to osseointegrate. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Failure to osseointegrate is a well-known and well documented inherent risk of implant surgery, and it occurs in 2-10% of all implants according to published literature. Although the root cause is inconclusive and specific to each case, there are many probable causes for the failed implant, including patient bone quality, premature loading, patient's health, per-implantitis, smoking, and/or lack of oral hygiene. However, established biocompatibility studies showed that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate after clinical procedure. There was no serious injury to the patient, and his condition was satisfactory. The patient had bone type IV, and experience general bone loss, implant placement in previous/simultaneously grafted site, and granulated tissue around implant. No other abnormalities or adverse events were noted.